Event description:
On (B) (6) 2009, the pt underwent surgery. Per the sales rep, the surgeon used 3.5 x 12mm occipital cortical screws for the nexlink occipital plate. One screw broke off from the head or the shaft in the threads during surgery due to hard skull bone. The surgeon took another screw to replace it and moved on with procedure. No harm was done to pt nor surgeon. The surgery was only delayed a few minutes. Additional info received from the sales rep on (B) (6) 2010. The pt was female in her (B) (6) and had been diagnosed with pathology of either a mass or tumor in the brain or on the spine. Exact details were unk. The pt had a halo. The neurosurgeon locked the occipital plate down on the wings. The surgeon placed the nexlink screws using all cortical. He drilled then tapped. The screw was the second or third occipital screw and the surgeon could not get the screw into the bone very far when it broke at the shaft slightly less than halfway down. The surgeon was immediately able to removed the screw with either forceps or manually, the rep is not quite certain. The surgeon replaced the screw without difficulty. There was no surgical delay and the case was without other complication.

Manufacturer narrative:
Product will not be returned and device manufacture date is unk; evaluation is pending upon completed investigation of the product.